Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as unresponsiveness, being cold, and belligerent. The customer was wearing the insulin pump during the incident and the caller believes the pump malfunctioned. The customer stated the hospital staff told them that the pump over delivered insulin. Troubleshooting was not completed. The customer's sensor and transmitter were lost at the hospital. The insulin pump will be returned for analysis.